Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient¿s mother reported the pod was applied on may 11 around 4:30 pm and failed the very next morning at 9:00 am while waiting for the school bus the pump had a hazard alarm. The pod was removed and a new pod was applied. The mother stated the pod was replaced immediately, so the patient¿s blood sugar levels remained stable. The pod was worn on the patient¿s arm because other pod sites have developed significant scar tissue causing instant failures.